Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage-battery compartment w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/12/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: moisture was observed within the pump¿s battery compartment. Leak testing revealed a battery compartment leak and crack. The pump did not power on.